Event description:
On the initial report received on June 08, 2026, the consumer stated that he used the bandage on his face and that, upon removal, it left his skin raw and irritated.On the completed Consumer Information Report (CIR) received on July 02, 2026, the consumer stated that he left the bandage on his left cheek for too long. When he removed the bandage, he experienced difficulty removing the tape because it was adhered to his skin. Per the CIR, the consumer reported that treatment was required and that he had been using Triamcinolone Acetonide Cream USP. The consumer also confirmed that the symptoms resolved after he discontinued use of the product and that the issue occurred in the tape area.

Manufacturer narrative:
As of 07/27/2026 returned product and retained samples were submitted to the Lab with no defects noted. In addition, ASO reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section B.6 of this report for further details.UDI notes: The expiry date is not present on the device label.